Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to implant, an error message was observed on the device. Another device was implanted with no issues.

Manufacturer narrative:
The reported field event of an error message for possible high voltage circuit damage alert was confirmed by reviewing the device image. However, the reported field event could not be reproduced in the lab. The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage functions, and patient notifier were tested on the bench and no anomalies were found. The cause of the anomaly seen in the field remains undetermined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device in backup vvi mode. The cause of back up vvi mode remains undetermined due to corrupted device image.

Event description:
It was reported that during an attempted implant, an error message for possible high voltage circuit damage alert was observed on the device. Another device was implanted with no issues.